Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss. The source of the fluid loss was identified as a crack in the pump tubing. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, revealing no anomalies or leaks. Upon functional testing, the pump did not pass the activation test 3. The cylinders were visually and microscopically examined, revealing both cylinders had wear at folds in the middle of the cylinder bodies. The first cylinder had a leak in the proximal cylinder body result of wear at a fold. Additionally, the rear tip of this cylinder had been cut in half. The second cylinder had a leak in the input tube result of sharp instrument damage likely occurring upon explant. Visual and microscopical inspection of the reservoir did not identify any damages. The reservoir passed the leak test performed. Based on the information available and analysis results, the leak in the cylinder and the pump not passing the activation test could have caused or contributed to the reported clinical observation of fluid loss.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss. The source of the fluid loss was identified as a crack in the pump tubing. There were no patient complications reported.